Event description:
It was reported that the vessel sealer instrument blade would not retract during a da vinci pancreatectomy (whipple procedure) procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis performed visual inspection for blade issues and found no issues with the blade. The conductor wire showed no damage. The instrument was placed on an in-house system and recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and successfully performed cut test through red foam on multiple attempts. The seal test also passed. Failure analysis also observed that the top grip exhibited an area where material had been removed. The damaged area measured approximately .058. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.